Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 08/01/2025, it was reported by the patient¿s physician that the patient experienced inaccurate cgm values. The patient also used a betabionics pump at the time of the event. The patient received an alert the cgm value was 40 mg/dl, but when compared to a glucometer the bg fs was over 400 mg/dl. The time the values were obtained was not specified. No symptoms at home were specified. The patient self-treated with food (carbs) based upon the cgm value. The physician stated the patient¿s pump stopped delivering insulin due to the cgm value. The patient was hospitalized for treatment of diabetic ketoacidosis. Bg monitoring continued during the hospital stay, no other values were specified. At some point the sensor was replaced, however the second sensor also displayed inaccurate cgm values. The physician had no other event details and the tech support rep¿s attempts to contact the patient were unsuccessful. No other patient or event details were available. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.